Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) patient presented with a perforation of the right ventricular (rv) lead. It was further reported that the rv lead exhibited high thresholds. The lead was inactivated, explanted and replaced. No further patient complications have been reported as a result of this event.